Event description:
It was reported through a journal article that a patient underwent tibial revision and orif due to periprosthetic fracture. A shorter tibia component and competitor intramedullary nail were implanted.

Manufacturer narrative:
(B)(4). B3: event date - publication date. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided to date. D10: unknown 14mm/200mm bowed stem lot # unk. Unknown 5mm medial augment lot # unk. Unknown 20mm poly cck lot # unk. G2: poland. G2: citation- kocon m, grzelecki d. Periprosthetic fractures of the tibial shaft following long-stemmed total knee arthroplasty: a case report: world j orthop 2025; 16(2): 98674. Url: https://www.wjgnet.com/2218-5836/full/v16/i2/98674.htm. Doi: https://dx.doi.org/10.5312/wjo.v16.i2.98674. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identifications are necessary for review of device history records, none were provided. Insufficient information provided to perform a compatibility check. Complaint history reviews cannot be performed without product identifications. Medical records were not provided. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.